Event description:
The insert did not lock in the cup. Reporter states that allegedly there was "substantial motion between the insert and cup-- enough to insert an osteotome and hemostat." A 28mm insert locked successfully and completed the case.